Manufacturer narrative:
Additional information was added to b5. B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as event onset, the patient was treated with vancomycin injection (1 gm, ongoing, route, frequency not reported) and ceftazidime injection (1 gm, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient was recovering for the event. It was reported that the pd catheter "migrated", therefore, pd therapy was temporarily discontinued and currently, the patient performs pd and hemodialysis therapy. No additional information is available.